Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 16-oct-2017 from a company representative who reported that the patient was scheduled for the catheter replacement today; however, the case was cancelled as the patient did not stop their plavix. The reporter did not have a reschedule date yet. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. Per the reporter the physician had mentioned clonidine.the indication for use was non-malignant pain. The healthcare provider contacted the company representative and stated that when he refilled the patient¿s pump he pulled 17cc¿s out of the pump. The healthcare provider did a catheter access port withdrawal and was unable to pull anything out. The patient stated that he has not been having any pain relief. Per the healthcare provider there were no visible kinks or breaks on fluouroscopy. The environmental, external or patient factors that may have led or contributed to the issue was per the healthcare provider the pump has flipped a few times. The diagnostics and troubleshooting performed was a catheter access withdrawal attempted and unsuccessful. A catheter revision was scheduled for (B)(6) 2017. The issue was not resolved at the time of the report. The patient¿s status was noted as alive, no injury and no further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient first started experiencing the pump flipping was (B)(6) 2016. The actions and interventions taken to resolve the pump flipping was the pump was flipped one time manually. The cause of the pump flipping was weight loss. In regards to the status of the affected devices the healthcare provider indicated ¿most likely a catheter kink¿. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 it was reported that a catheter revision was done. The patient had flipped the pump several times and the catheter was tangled. The surgeon was able to cut the tangled part off and piece on a new piece of catheter using a revision kit. The catheter was then flowing good. No further complications were reported/anticipated.